Event description:
Caller reported an alarm 2, indicating a malfunction issue. Specific impact on the customer¿s blood glucose level was not disclosed as the caller declined to provide detailed information. The customer resolved the situation by changing the trusteel infusion set and cartridge, then resumed insulin therapy. No further assistance was required, and the case was closed by technical support.